Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino-laryngo videoscope protective coating on the tip was starting to unravel. The event occurred during set up in room / before patient in room. There were no reports of patient involvement.